Event description:
The customer observed (B)(6) alinity s anti-hcv results on several donor specimens. The results provided were: on (B)(6) 2022 sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). Sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). Sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). Sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). Sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). Sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). Sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). Sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6). On (B)(6) 2022 sid (B)(6) initial=(B)(6)repeated=(B)(6) and (B)(6) /previous history=(B)(6).history=(B)(6) there was no reported impact to patient management.

Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity s anti-hcv results on several donor specimens. The results provided were: on (B)(6) 2022 sid (B)(6) initial=1.13 s/co /repeated=1.60 s/co and 1.69 s/co /previous history=nonreactive. On (B)(6) 2022 sid (B)(6) initial=1.30 s/co /repeated=1.42 s/co and 1.52 s/co /previous history=nonreactive. Sid (B)(6) initial=1.78 s/co /repeated= 2.54 s/co and 2.51 s/co /previous history=nonreactive sid (B)(6) initial=1.33 s/co /repeated=1.27 s/co and 1.41 s/co /previous history=nonreactive on (B)(6) 2022 sid (B)(6) initial=1.41 s/co /repeated=1.60 s/co and 1.57 s/co /previous history=nonreactive. On (B)(6) 2022 sid (B)(6) initial=1.18 s/co /repeated=1.38 s/co and 1.31 s/co /previous history=nonreactive. Sid (B)(6) initial=1.10 s/co /repeated=1.12 s/co and 1.05 s/co /previous history=nonreactive sid (B)(6) initial=1.72 s/co /repeated=1.66 s/co and 1.50 s/co /previous history=nonreactive sid (B)(6) initial=1.49 s/co /repeated=1.45 s/co and 1.45 s/co /previous history=nonreactive on (B)(6) 2022 sid (B)(6) initial=1.02 s/co /repeated=1.11 s/co and 1.13 s/co /previous history=nonreactive. On (B)(6) 2022 sid (B)(6) initial=1.09 s/co /repeated=1.07 s/co and 1.08 s/co /previous history=nonreactive. On (B)(6) 2022 sid (B)(6) initial=3.44 s/co /repeated=3.51 s/co and 4.09 s/co alinity (B)(6) /previous history=nonreactive. Sid (B)(6) initial=2.02 s/co /repeated=1.97 s/co and 2.04 s/co /previous history=nonreactive on (B)(6) 2022 sid (B)(6) initial=1.44 s/co /repeated=1.41 s/co and 1.40 s/co /previous history=nonreactive. Sid (B)(6) initial=1.16 s/co /repeated=1.07 s/co and 1.51 s/co /previous history=nonreactive sid (B)(6) initial=1.42 s/co /repeated=1.25 s/co and 0.07 s/co /previous history=nonreactive sid (B)(6) initial=1.47 s/co /repeated=1.45 s/co and 0.05 s/co /previous history=nonreactive on (B)(6) 2022 sid (B)(6) initial=1.51 s/co /repeated=1.46 s/co and 1.56 s/co (B)(6) /previous history=nonreactive. On (B)(6) 2022 sid (B)(6) initial=1.71 s/co /repeated=1.93 s/co and 1.83 s/co on (B)(6) on (B)(6) 2022 sid (B)(6) initial=1.40 s/co /repeated=1.79 s/co and 1.82 s/co on (B)(6) /previous history=nonreactive. Sid (B)(6) initial=1.16 s/co /repeated=1.11 s/co and 1.16 s/co on (B)(6) /previous history=nonreactive. Additional information provided on 05apr2022 for several more donor results: on (B)(6) 2022 donor 1: initial=1.24 s/co /repeated= 1.75 s/co and 1.61 s/co on (B)(6) /previous history=nonreactive. Donor 2: initial=1.65 s/co /repeated=2.17 s/co and 2.18 s/co on (B)(6) and (B)(6) /previous history=nonreactive. On (B)(6) 2022 donor 3: initial=1.40 s/co /repeated=1.60 s/co and 1.65 s/co on (B)(6) and (B)(6) /previous history=nonreactive. On (B)(6) 2022 donor 4: initial=3.29 s/co /repeated=3.63 s/co and 3.17 s/co on (B)(6) /previous history=nonreactive. Donor 5:initial=1.56 s/co /repeated=1.16 s/co and 1.16 s/co on (B)(6) and (B)(6) /previous history=nonreactive. On (B)(6) 2022 donor 6: initial=1.10 s/co /repeated=1.07 s/co and 1.27 s/co on (B)(6) /previous history=nonreactive. On (B)(6) 2022 donor 7: initial=1.07 s/co /repeated=1.26 s/co and 1.33 s/co on (B)(6) and (B)(6) /previous history=nonreactive. On (B)(6) 2022 donor 8:initial=1.38 s/co /repeated=1.52 s/co and 1.55 s/co on (B)(6) previous history=nonreactive. There was no reported impact to patient management.

Manufacturer narrative:
Updated section b6: describe event or problem: additional information provided on 05apr2022 for several more donor results: on (B)(6) 2022 donor 1: initial=1.24 s/co /repeated= 1.75 s/co and 1.61 s/co on (B)(6) /previous history=nonreactive. Donor 2: initial=1.65 s/co /repeated=2.17 s/co and 2.18 s/co on (B)(6) /previous history=nonreactive. On (B)(6) 2022 donor 3: initial=1.40 s/co /repeated=1.60 s/co and 1.65 s/co on (B)(6) /previous history=nonreactive. On (B)(6) 2022 donor 4: initial=3.29 s/co /repeated=3.63 s/co and 3.17 s/co on (B)(6) /previous history=nonreactive. Donor 5:initial=1.56 s/co /repeated=1.16 s/co and 1.16 s/co on (B)(6) /previous history=nonreactive. On (B)(6) 2022 donor 6: initial=1.10 s/co /repeated=1.07 s/co and 1.27 s/co on (B)(6) /previous history=nonreactive. On (B)(6) 2022 donor 7: initial=1.07 s/co /repeated=1.26 s/co and 1.33 s/co on (B)(6) /previous history=nonreactive. On (B)(6) 2022 donor 8:initial=1.38 s/co /repeated=1.52 s/co and 1.55 s/co on (B)(6) previous history=nonreactive.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data history of alinity s anti-hcv reagent, lot number 35220be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. The customer data review for alinity s anti-hcv reagent, lot number 35220be00 was performed. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at at scottish national bts (snbts), across whole blood (wb) peer sites and all ous customer sites. The specificity and reactive rate performance of lot 35220be00 at ibr is comparable to the performance at peer sites and within product requirements. Further, the overall irr, rrr and specificity of lots 35220be00 across all us customer sites are within product requirements and accordant to the performance of all lots of the same assay evaluated in the comparison additionally, a review of the overall monthly reactive rates from may 2021 to march 2022 was performed. The review demonstrates that reactive rates were relatively higher in february 2022 and march 2022 at snbts as compared to previous months, however within expected assay performance. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s anti-hcv reagent, lot number, 35220be00.